Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pains in lower right abdomen') and device dislocation ('left essure coil was not in the fallopian tube, and was not found in laparoscopy / CT scan found it within the broad ligament of the uterus at left side between uterus and bladder embedded with the peritoneum') in a 41-year-old female patient who had essure inserted for female sterilization. The patient's medical history included multigravida (gravida 5), parity 3 and pregnancy termination (twice). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required). On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 2 months after insertion of essure. The patient was treated with surgery (both fallopian tubes removed in laparoscopy). At the time of the report, the abdominal pain lower and device dislocation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device dislocation with essure. The reporter commented: insertion information: insertion performed during follicular phase; last delivery was not caesarean section; patient was not breast-feeding at time of insertion; no uterine finding prior to insertion; the insertion was considered easy, no fluid loos during hysteroscopy, it took no more than 20 minutes in the hysteroscopy. Right coil removed, left coil was found after procedure. Essure removal upon patient request, removed right only and found left embedded after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Computerised tomogram - in 2020: essure seen within the broad ligament of the uterus at left; in 2020: coil was found in the left side between the uterus and bladder, embedded with the peritoneum. Hysteroscopy - on (B)(6) 2015: in the us the coils seemed to be in the accurate position. Most recent follow-up information incorporated above includes: on 24-sep-2020: questionnaire received: event "left essure coil was not in the fallopian tube, and was not found in laparoscopy / CT scan found it within the broad ligament of the uterus at left" updated to "left essure coil was not in the fallopian tube, and was not found in laparoscopy / CT scan found it within the broad ligament of the uterus at left side between uterus and bladder embedded with the peritoneum"; lab data updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pains in lower right abdomen') and device dislocation ('left essure coil was not in the fallopian tube, and was not found in laparoscopy / CT scan found it within the broad ligament of the uterus at left side between uterus and bladder embedded with the peritoneum') in a 41-year-old female patient who had essure inserted for female sterilization. The patient's medical history included multigravida (gravida 5), parity 3 and pregnancy termination (twice). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required). On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), 5 years 2 months after insertion of essure. The patient was treated with surgery (both fallopian tubes removed in laparoscopy). At the time of the report, the abdominal pain lower and device dislocation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device dislocation with essure. The reporter commented: insertion information: insertion performed during follicular phase; last delivery was not caesarean section; patient was not breast-feeding at time of insertion; no uterine finding prior to insertion; the insertion was considered easy, no fluid loos during hysteroscopy, it took no more than 20 minutes in the hysteroscopy. Right coil removed, left coil was found after procedure. Essure removal upon patient request, removed right only and found left embedded after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Computerised tomogram - in 2020: essure seen within the broad ligament of the uterus at left; in 2020: coil was found in the left side between the uterus and bladder, embedded with the peritoneum. Hysteroscopy - on (B)(6) 2015: in the us the coils seemed to be in the accurate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pains in lower right abdomen') and uterine perforation ('left essure coil was not in the fallopian tube, and was not found in laparoscopy / CT scan found it within the broad ligament of the uterus at left') in a (B)(6) year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria hospitalization and intervention required). On (B)(6) 2020, the patient experienced uterine perforation (seriousness criterion medically significant), 5 years 2 months after insertion of essure. The patient was treated with surgery (both fallopian tubes removed in laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and uterine perforation outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and uterine perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2020: essure seen within the broad ligament of the uterus at left. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.